Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and found several no delivery alarms in the alarm history. Found that the customer had some bent cannulas, possibly due to scar tissue. Nothing further was reported.